Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of an undisclosed mentor saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated right breast implant by a medical professional. As a result, the patient underwent bilateral removal and replacement with 400cc mentor smooth round moderate plus profile saline breast implants on (B)(6)2024. The date of implantation was provided to mentor as a best estimate. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Two devices returned for evaluation, both of which had no lot numbers and no identifying side designations. As such, both devices were inspected, and both discovered to have damage. The suspect medical device could not be identified. Since both devices were damaged, this file was created to document the event. This file will represent one device designated as device b. See the contralateral file for the evaluation for device a. Device b evaluation: mentor then conducted a visual inspection, leak testing, microscopic examination, and thickness measurement of the returned device. During visual analysis of the breast implant, no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and it identified a tear on the anterior view, measuring approximately 0.1 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Since no lot number was provided, no manufacturing record evaluation could be performed. D4: UDI: as all of the device characteristics are unknown at this time, the UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: breast augmentation surgery. Manufacturer¿s reference number: (B)(4).